Event description:
Patient revised because of poly breakdown.

Manufacturer narrative:
Examination confirmed polyethylene wear and delamination. Although the exact root cause is undetermined, it would not be unreasonable to expect some wear after 22 years of implantation. The need for corrective action is not indicated. Should additional information be rec'd, the investigation will be reopened. Depuy considers the investigation closed.